Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was 430 mg/dl at the time of the incident. The customer stated that the insulin pump had a no delivery alarm and the blood glucose was high. Customer reported that the insulin exited after a 5.0 unit fixed prime was delivered. Customer also reported that the insulin pump alarmed motor error. The customer stated that they were unsure if the drive support cap was normal. Protruded, loose or sticking out and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Displacement test was performed and passed. Customer had a high blood glucose of 430 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.